Event description:
It was reported by the st. Jude medical rep that the pt's r-waves were decreasing at a rapid rate and thresholds were increasing. A new rate- sensing lead was implanted and the measurements were good with the analyzer but when hooked up to the device, the numbers were not good. Suspecting a connector pin or header problem, the device was explanted and new device implanted.